Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to protruded/loose drive support disk. The insulin pump was unable to perform occlusion, prime and excessive no delivery test due to prime alarm. No motor error during test noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained address label number, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that the insulin pump alarmed with motor error, shot out insulin, and flashed with a force sensor failure alarm. Customer's blood glucose was 295 mg/dl. Customer stated they were unable to exit the preparing to prime loop. The insulin pump had not been bumped or dropped and the drive support cap appeared normal. It was advised to discontinue use of the insulin pump. Customer was further advised that the device would be replaced and agreed to return it for analysis.